Manufacturer narrative:
(B)(4). One used (B)(4) device was returned for eval. Sealing function was tested on the device and self-activation was confirmed when the handle was latched. The cause of the self-activation is due to an extended tab on the switch cover. Covidien has implemented a new switch cover with a shorter tab. This device was mfg prior to this change being implemented.

Event description:
The customer reported that the device was activating without the activation button being pushed. The device was not on tissue at the time and there was no pt injury.